Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that the clips does not hold tight. Consequences: bad ligature, bleeding risk. Nothing fell into the patient cavity. Another device was used to complete the procedure successfully. The case was not extended by more than 30 minutes. There wa no unanticipated tissue loss or tissue damage. There was blood loss of 500cc or more requiring transfusion of 2 bags.